Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 - health effect clinical code and type of investigation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported by patient that they had an initial hip surgery performed on (B)(6) 2024. Patient stated they have experienced a substantial increase in pain, significantly impacting their mobility ever since the surgery was done. Patient also stated they are now reliant on a walker or cane for ambulation. Patient also mentioned that the persistent and worsening pain is causing considerable physical and emotional distress to them. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported by patient that they had an initial hip surgery performed approximately 4 months ago. Patient stated they have experienced a substantial increase in pain, significantly impacting their mobility ever since the surgery was done. Patient also stated they are now reliant on a walker or cane for ambulation. Patient also mentioned that the persistent and worsening pain is causing considerable physical and emotional distress to them. No further information available.